Manufacturer narrative:
D4: corrected the catalog number, serial number, and UDI.

Manufacturer narrative:
The investigation was revisited and is being redocumented accordingly.the device was not returned and therefore an evaluation/analysis was unable to be performed. Event logs were received and analyzed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Purge pressure high: based on the signatures of gradual trends in purge pressure without any spikes in the motor current as well as the report that tpa was used to troubleshoot, the cause of the high purge pressure was determined to most likely be a result of biomaterial buildup. Placement signal issue: since product was not returned for investigation and data log review was inconclusive, though showing several abnormalities related to the ps, the cause of the placement signal issue could not be determined.h6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.correction. D4 serial number and d4 unique device identifier were updated, corrected accordingly.

Manufacturer narrative:
Additional information was received, and complaint coding was revised to reflect the reported event. A clinical narrative was completed and documented in section b5 event description. As a result of the additional information, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. H6 investigation type/findings/conclusion remain unchanged as previously reported. Note: information received confirmed the onset event date as march 1, 2026, as previously reported. Correction. Type of reportable event was corrected to serious injury. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Correction. D1 brand name was corrected accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 25-year-old male patient presenting in cardiomyopathy, in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had high purge pressure alarms. Tissue plasminogen activator (tpa) started. There was no noted interruption of flow or support for the patient. In addition, the placement signal (ps) and left ventricle (lv) did not correlate with the cuff pressure, so the impella position in aorta (ao) alarm was adjusted. No further issues noted. The post-procedure outcome is unknown. The impella functioned at p-9 at 5.2l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa.

Manufacturer narrative:
D6b explant date provided. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Updated information: d4 catalog number updated. Additional information was provided which states: the placement signal (ps) and left ventricle (lv) didn¿t correlate with the cuff pressure. It was decided to adjust aorta (ao) position. The alarms were enabled again.

Manufacturer narrative:
Purge pressure high: based on the signatures of gradual trends in purge pressure without any spikes in the motor current as well as the report that tpa was used to troubleshoot, the cause of the high purge pressure was determined to most likely be a result of biomaterial buildup. Placement signal issue: since product was not returned for investigation and data log review was inconclusive, though showing several abnormalities related to the ps, the cause of the placement signal issue could not be determined.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported high purge pressure and that tissue plasminogen activator was initiated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.